Event description:
The customer reported being at the emergency room due to keytones and high blood glucose over 400 mg/dl, and she was treated with a bolus. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete the testing. Instructed the customer to remove the cannula, and it was bend and occluded. Reminded the caller to change the infusion set every two to three days. Suggested the customer to change the infusion set and reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.